Event description:
Complainant allege that during a routine shift check by a clinician, the device powered up in the incorrect mode. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The reported malfunction was observed and attributed to a faulty front panel membrane. Analysis of reports of this type has not identified an increase in trend.